Manufacturer narrative:
Results: blood was observed around the vacuum inlet, as well as around the cooling fan vent. A pipe cleaner was inserted into the pump max vacuum port, and fluid was observed to be inside the pump. The pump housing was removed, and blood was observed to be inside the vacuum pump. Conclusions: evaluation of the returned device revealed that there was blood inside the pump max. If the aspiration tubing is connected directly to the vacuum inlet rather than the canister supplied by penumbra, blood will likely enter the pump assembly. The observed blood likely contributed to the pump max not producing vacuum and emitting a burning smell during the procedure. Penumbra pumps are visually and functionally inspected during incoming quality inspection. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a thrombectomy procedure using a penumbra system aspiration pump max 220v (pump max). During preparation for the procedure, the nurse incorrectly connected the penumbra aspiration tubing (tubing) directly to the filter part of the pump max. Consequently, upon aspiration, blood entered the pump max instead of the canister. As the physician continued to aspirate the thrombus, the hospital staff noticed that there was insufficient vacuum pressure and that there was a burning smell coming from the pump max. Therefore, aspiration with this pump max ended and the procedure was completed using a new pump max. There was no report of an adverse effect to the patient.